Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of fever and bacterial peritonitis with culture positive for enterococcus faecalis in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain, cloudy effluent and fever which required hospitalization. The physician considered the severity for bacterial peritonitis with culture positive for enterococcus faecalis as mild. On (B)(6) 2011, the patient began remedial therapy with ceftazidime (1 gm, daily, ip) and ceftazidime (1gm, daily, ip). On (B)(6) 2011, the event of bacterial peritonitis with culture positive for enterococcus faecalis resolved. On that same day, the patient was discharged from the hospital. On (B)(6) 2011, remedial therapy was discontinued. It was not reported if dianeal pd4 unknown bag and extraneal viaflex therapies were ongoing or if the event of fever had resolved. The physician did not provide an assessment of causality for the events of fever and bacterial peritonitis with culture positive for enterococcus faecalis, and the relation to dianeal pd4 unknown bag and extraneal viaflex therapies.